Event description:
Philips received a complaint on the patient information center ix (piic) indicating that the central station had no sound. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by the remote service engineer (rse) who spoked with the customer biomed. The biomed stated that the speaker has not been working for some time at the central picix stateion. The biomed stated that no alarms were reported as missed and no failures to the alarms reported. The rse remoted into the customer central station and did the following: logged into system configuration > tools > control panel > hardware and sound and tested the sound. After changing the speaker connection on the pc, there still is no sound from the speaker. The customer was provided a part number 453564258521 pca - pcie audio amplifier. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the speaker. The issue was resolved by the customer ordering the audio amplifier card. A review of the service history for this device shows the problem has not been reported again for this device.